Manufacturer narrative:
Product event summary : the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the catheter broke into two pieces while slitting. The catheter was not used and replaced. No patient complications have been reported as a result of this event.